Manufacturer narrative:
H.6 investigation summary: "material #: 367364. Lot/batch #: 1327312. Bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional draw testing and safety mechanism activation, and no issues were observed relating to cannula separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cannula separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that a needle broke off in a vein. The following information was provided by the initial reporter: customer problem: customer states - resident needed blood work done. Writer was using a bd vacutainer to collect samples. When first vile was attached to vacutainer, the needle broke off into the residents acf vein. Writer attempted to remove needle but was unsuccessful. Phone call to doctor regarding situation. Doctor called ER doctor and was told to send resident to ER. Did the specimen(s) need to be recollected? Pending. Did exposure to blood/ bf occur? Pending. If exposure occurred was there any post exposure testing or medical intervention? Yes next steps (if necessary): ask for photos or returns for quality investigation process. Resident needed blood work done. Writer was using a bd vacutainer to collect samples. When first vile was attached to vacutainer, the needle broke off into the residents acf vein. Writer attempted to remove needle but was unsuccessful. Phone call to doctor regarding situation. Doctor called ER doctor and was told to send resident to ER.

Manufacturer narrative:
D.3 common device name : blood specimen collection device; intravascular administration set. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that a needle broke off in a vein. The following information was provided by the initial reporter: customer problem: customer states - resident needed blood work done. Writer was using a bd vacutainer to collect samples. When first vile was attached to vacutainer, the needle broke off into the residents acf vein. Writer attempted to remove needle but was unsuccessful. Phone call to doctor regarding situation. Doctor called emergency room doctor and was told to send resident to emergency room. Did the specimen(s) need to be recollected? Pending. Did exposure to blood/ bf occur? Pending. If exposure occurred was there any post exposure testing or medical intervention? Yes. Next steps (if necessary): ask for photos or returns for quality investigation process. Resident needed blood work done. Writer was using a bd vacutainer to collect samples. When first vial was attached to vacutainer, the needle broke off into the residents acf vein. Writer attempted to remove needle but was unsuccessful. Phone call to doctor regarding situation. Doctor called ER doctor and was told to send resident to emergency room.